Event description:
Reporter alleged blood glucose measured 529 mg/dl back to bakc with a result of 251 mg/dl when performed within 2 minutes of each other. No actions taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.